Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the malfunction without recurrence. Customer was informed to contact support again if the malfunction reappears, and they acknowledged the guidance.